Event description:
It was reported that pump screen was damaged and not responding to touch. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined transfer to technical support for further troubleshooting, and sales staff initiated new pump order, with no additional actions or outcomes reported.